Event description:
It was reported that smiths medical cadd solis pump alarms "cassette not attached properly". No patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion sensor bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection, functional testing and attached cassette which passed. Investigation unable to duplicate or repeat customer reported problem. According to the investigation the device passed all functional testing even though dso sensor seal was bubbled. Service's replaced the pump dso sensor for preventive and perform all functional testing which passed.